Event description:
Customer states during decannulation from a patient, a doctor confirmed the trach cuff could not be deflated. Customer confirmed no patient harm and confirmed pre-test was done. Covidien has made attempts to gather further details surrounding this report.

Manufacturer narrative:
The sample is expected to be returned for analysis.